Manufacturer narrative:
Device evaluation and service completion pending.

Event description:
The international customer reported the ventilator alarmed and stopped during operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic log history noted a vent inop due to a pressure regulation high occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. Evaluation and service completion is pending.